Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that the pump failed to power-up. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.